Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The complaint source confirmed that the product will not be returned. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 70% stenosed lesion being treated was located in the mid right coronary artery (rca). A 3.50x20 mm taxus express2 drug eluting stent was placed in the ostium of the proximal rca. The stent was then post dilated with a 4.0x15 mm quantum balloon. The mid rca was predilated with a unk size maverick balloon and the physician attempted to place a 3.00x12 mm taxus express2 drug eluting stent. However, the stent became hung up on the previously placed stent. The physician then pushed down a 6f mach1 guide catheter and the 3.00x12 mm taxus stent dislodged. The entire stent delivery system was pulled out. The stent was floating in the aorta. After 4 hours of trying to snare and retrieve the stent, the physician stopped. He did not send the pt to surgery due to age and medical condition. No add'l pt complications were reported. Pt status reported as "fine".